Event description:
It was reported that the ilet displayed prompts to connect a dexcom g7 continuous glucose monitor (cgm) sensor or enter a blood glucose value after the user inserted a new cgm, which did not start because the device was set to dexcom g6; once toggled to dexcom g7, the sensor started and entered warm-up, indicating an incorrect procedure was initially followed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem, with no device component specifically implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial